Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
The clinical manager at the user facility reported a blood leak that occurred while a patient underwent a hemodialysis (hd) treatment. The complainant indicated that a streak of blood was observed in the arterial port of the dialyzer. Test strips were used and returned a positive result for the presence of blood. The machine generated a "minor blood leak detected' alarm in dialysis mode. The patient's estimated blood loss (ebl) was noted as being approximately 200 milliliters (ml). No patient adverse effects were reported and no medical intervention was required as a result of this event. Although the complaint device was available to be returned to the manufacturer for evaluation, it has not been received for analysis. Follow-up information has been requested, but has not been provided. Functional testing of the 2008k was performed by the biomed which confirmed that the machine was operating properly. The unit has been returned to service at the user facility without issue.